Event description:
--

Event description:
Boston scientific crm received information that this lead was part of a pending system explant due to a patient infection that developed following revision of the patient's atrial lead. There was no report of adverse patient effects.

Manufacturer narrative:
Due to the nature of the issue, no analysis will be conducted if the lead is returned. This report will be updated if additional information is received.

Manufacturer narrative:
The lead subsequently was successfully explanted with no adverse patient effects.